Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: according to patients physician, her device "dissolved and must be replaced".

Event description:
Patient reported "left device has dissolved and must be replaced". Left side. Device remains implanted.